Manufacturer narrative:
(B)(6). The instrument has not been returned for evaluation. It is unclear what issue the surgeon allegedly experienced with the endowrist one vessel sealer instrument. In addition, the root cause of the intra-operative complication(s) experienced by the patient is unknown. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: the surgeon claimed that the patient experienced a blood loss amount of greater than 500 ml as a result of an unspecified issue with the endowrist one vessel sealer instrument. However, at this time, the cause of the patient's intra-operative complication is unknown. Also, details regarding the alleged issue with the endowrist one vessel sealer instrument are unknown.

Event description:
It was initially reported that during a da vinci-assisted radical cystectomy procedure, the surgeon had an unspecified issue with the endowrist one vessel sealer instrument when firing. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained additional information regarding the reported event. The surgical procedure was a da vinci radial cystectomy procedure with a planned conversion to open bowel surgery. The endowrist one vessel sealer instrument functioned normally when initially used. After the instrument was removed and reinstalled into a different patient side manipulator (psm), an unspecified system error was generated. It is unclear if the surgeon was able to use the instrument after the error message was generated. According to the robotics coordinator, the surgeon informed her that the surgical procedure took a lot longer than initially scheduled and extra anesthesia was administered. However, it is unknown if the procedure was prolonged due to the alleged issue with the endowrist one vessel sealer instrument or the complexity of the case. The surgeon alleged that the patient lost more than 500 ml of blood due to the issue with the endowrist one vessel sealer instrument. Likewise, it is unclear if the blood loss occurred before or after the system error was generated.